Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose while insulin dosing was stopped due to the ilet indicating ¿dosing stopped enter bg connect cgm,¿ and the dexcom g6 cgm was not paired; the highest reported glucose was 389 mg/dl and the glucose remained out of range for a few hours until the cgm was reconnected and paired, after which insulin delivery resumed. Symptoms included thirst. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with guided reconnection and pairing of the dexcom g6 transmitter and sensor to the ilet. Investigation of this case revealed that the cgm pairing had failed, leading to suspended automated insulin dosing until the cgm was successfully reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues related to cgm pairing, resolved through standard troubleshooting and education.